Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The two additional perclose proglide devices are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, during suture retrieval the knot of the second proglide was locked, the suture was cut and removed. Two additional proglide devices had suture breaks. The suture of another proglide device was successfully pre-placed. The sheath was upsized to 14f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.